Manufacturer narrative:
This reportable event was identified during a review of complaint files between (B)(6) 2017 through (B)(6) 2019. Genicon reviewed the returned instrument and found no damage to the tip or insulation. The manufactured lot was tested under iec 60601 through an internal hipot test and the lot passed. Genicon's conclusion that the spark was caused by the use of fluid during the surgery. Per the instructions for use, "ensure that the energized tip is not in contact with a conductive irrigation fluid, staples, clips, or other conductive device. Users are cautioned that activating the mono-polar device simulatneously with suction/irrigation devices may alter the path of the electrical energy away from the target tissue". Further discussions with user facility confirmed that an irrigation system was in the patient at the time of the event.

Event description:
At the end of a laparoscopic procedure, the surgeon coagulated the uterus while sending water at the same time through an irrigation system. Suddenly, small sparks were observed from the 3mm bipolar forceps being used. This was followed by a burning smell. The surgeon stated the biploar forcepts caught fire. Afterwards, the 3mm bipolar forceps were unusable.